Event description:
It was reported that ths implantable defibrillation lead exhibited a two high out of range shock impedance measurements greater than 200 ohms occurring approximately 7 months apart. Impedance measurements have otherwise been stable in the 45-50 ohm range. Boston scientific technical services discussed possible electromagnetic interference (emi). The patient was seen in clinic and high out of range measurements were unable to be reproduced. Continued monitoring was discussed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).